Event description:
Patient presented to the physician with inability to utilize therapy due to pain from fibromyalgia flare ups. Physician brought the patient into the operating room and removed the entire inspire system.